Manufacturer narrative:
(B)(4). Location : hospital. The device was not returned for evaluation, however, films were supplied for review which found: t5-iliac crest fusion for scoliosis performed with subsequent bilateral rod breakage noted at l3. Multiple x-rays and sagittal CT reconstructions are shown. Clear diastasis of rod is noted above l3 pedicle screw on the right, with apparent discontinuity on the left as well below the l3 screw.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-iliac with l2 vcr to treat kyphoscoliosis. It was reported 16 month¿s post-op that the rods were broken bilaterally at l3 pedicle screws and t5 fractured and bone union had not occurred. A revision surgery was performed one month later. The rods were replaced and vb replacements were implanted to reinforce the construct. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms both rods are broken. Multiple witness marks noted on rod. No surface defect noted adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately ~30-60% respectively of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. Unable to determine root cause, due to evidence which could support multiple conclusions.